Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus via the pump was delivered to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.